Manufacturer narrative:
Investigation summary: since no photos or samples displaying the reported condition of leakage were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd connecta¿ 3-way stopcock leaked during the infusion. The following information was provided by the initial reporter, translated from chinese: "during the infusion process of the surgical patient, the nurse in the operating room found that the connecta used for infusion was leaking, and immediately closed the liquid. After checking and tightening the connecta, the liquid was opened, but the connecta still leaked. After replacing the infusion with the three-way infusion."